Event description:
This case was reported via regulatory authority (B)(4) on 30-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("continuous pelvic pain") and genital haemorrhage ("irregular bleedings (hemorrhages)") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis. In 2014, the patient started essure. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("frequent urinary infections"), urticaria ("urticaria") with pruritus generalised, fatigue ("more tiredness (more than normal)"), weight increased ("weight gain") and abdominal distension ("abdominal swelling"). Essure was going to be removed on (B)(6) 2016 with the fallopian tubes and uterus. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, urticaria, fatigue, weight increased and abdominal distension had not resolved. The reporter considered pelvic pain, genital haemorrhage, urinary tract infection, urticaria, fatigue, weight increased and abdominal distension to be related to essure. The reporter commented: after a month of insertion, she presented the events. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after a month had continuous pelvic pain and irregular bleedings (hemorrhages) (interpreted as genital bleeding). Essure removal was scheduled. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. Given the nature of the reported events, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after a month had continuous pelvic pain and irregular bleedings (hemorrhages) (interpreted as genital bleeding). Essure removal was scheduled. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. Given the nature of the reported events, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se.

Manufacturer narrative:
This case was reported via regulatory authority aemps (reference number: (B)(4)) on 30-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("continuous pelvic pain") and genital haemorrhage ("irregular bleedings (hemorrhages)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included multiple sclerosis. In 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("frequent urinary infections"), urticaria ("urticaria") with pruritus generalised, fatigue ("more tiredness (more than normal)"), weight increased ("weight gain") and abdominal distension ("abdominal swelling"). The patient was treated with surgery (essure was going to be removed on (B)(6) 2016 with the fallopian tubes and uterus). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, urticaria, fatigue, weight increased and abdominal distension had not resolved. The reporter considered abdominal distension, fatigue, genital haemorrhage, pelvic pain, urinary tract infection, urticaria and weight increased to be related to essure. The reporter commented: a month after insertion, she presented the events. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25_apr_2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2747 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-apr-2017: no answer to follow up requests could be obtained from reporter. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after a month had continuous pelvic pain and irregular bleedings (hemorrhages) (interpreted as genital bleeding). Essure removal was scheduled. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. Given the nature of the reported events, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information could not be obtained from the reporter despite attempts.